Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a leak at the connection of the IV set and phaseal during a vincristine infusion, dosage and rate not provided. Although requested, additional information is not available; there was no patient harm. The customer has stated the leak is believed to be due to improper activation of the phaseal and multiple infusion set-ups that might be pulling on or creating pressure with the connections.

Event description:
The customer reported a leak at the connection of the IV set and phaseal during a vincristine infusion,0.68 mg in 500 ml normal saline at 20.9 ml/hr. Also infusing was doxorubicin 18 mg in 250 ml normal saline at 10.8 ml/hr. Although requested, additional information has not been provided; there was leaking and no patient harm. The customer has stated the leak is believed to be due to improper activation of the phaseal and multiple infusion set-ups that might be pulling on or creating pressure with the connections.